Manufacturer narrative:
The reported events were helix mechanism issue, failure to capture and helix damage. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil at the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. The reported events of failure to capture and helix damage were not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to overtorqued inner coil consistent with procedural damage. Visual and x-ray examinations of the helix mechanism found no anomalies.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited loss of capture. The patient presented for a lead revision. A lead repositioning attempt was made, however, the lead's helix failed to extend. Helix damage was noted. Instead, the physician explanted and replaced the ra lead. The patient condition was stable.